Event description:
It has been reported that the device does not power on.

Manufacturer narrative:
Available details indicate that the device does not power up and turn on. Details provided in an update from the source case indicate that the customer was given a replacement battery under warranty and per email response replacing the AED fixed the issue. AED replacement order (B)(4). The part was not returned for additional investigation. Based on the information available, a warranty replacement of battery was given to customer and AED replacement order (B)(4). Based on the information available and results of additional analysis, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The battery the was found dead was still currently under warranty and could be replaced. The customer was given under warranty a replacement battery and per email response replacing the AED fixed the issue. AED replacement order (B)(4). It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.